Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to go to the ER for high blood glucose. She said that she changed her infusion set the night prior around 9:00 pm and by 12:00 am, her blood glucose was 74 mg/dl. By the morning, her blood glucose had elevated to 566 mg/dl. The customer stated that she felt nauseated and that she treated with short acting insulin and injections. She went to the ER on (B)(6) 2017, between 10:00 am and 10:30 am. By the time she was admitted, the customer¿s blood glucose was 416 mg/dl. The customer believes that the event that led up to her ER visit was because of the change of the infusion set. The doctor told her that the cause of the ER visit was because of high blood glucose and diabetes ketoacidosis. The customer was wearing the pump at the time of the hospitalization. As a result of the ER visit, the customer was given a prescription and advised to contact her healthcare physician as scheduled. During troubleshooting for high blood glucose, the customer stated that the drive support cap appeared normal. She said that insulin did exit at the quick release. There were no leaks found. She was unable to remove/change the set at the time of the call. The customer had recently made some basal changes but verified that their pump programming was correct. In checking the alarm history, there were no alarms found and she stated that all boluses looked accurate in the bolus history. She did not have the tubing to perform the high-pressure test at the time of the call. The customer was advised to change the infusion set, reservoir and insulin and to treat per her healthcare professional's recommendation. She was advised to call back when she receives the tubing clamp, so that she can perform the high-pressure test to determine whether or not the pump had an occlusion. The insulin pump will not be returning for analysis.